Event description:
Intuitive davinci robotic stapler not recognized after multiple uses. Functioning properly for several uses, then stopped working. New stapler obtained, no harm to patient. FDA safety report ID# (B)(4).